Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, no evidence of physical damage was found to the pump casing in or around the battery compartment. No physical damage was found on the battery cap threads. No evidence of black flakes were found anywhere in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that upon receiving a new pump, the patient loosened the battery cap and some small black flakes fell out of the battery compartment. It is unclear at this time if there was damage to the battery cap or battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)